Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that both the implantable neurostimulator (ins) and extensions were explanted on (B)(6) 2017 and remain in the possession of the hospital. It was noted that the infected skin was excised and the patient placed on antibiotics. The explanted devices were sent to the laboratory for culturing and were not expected to be returned to the manufacturer. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type extension. Date of event is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that there was an infection/erosion in the implantable neurostimulator (ins) pocket site. The infection was reported to be in both the ins and extension areas. Caller indicated that a medicine ball fell on the patient's chest and started erosion which then turned into an infection. An infection was not confirmed. Interventions included a partial system explant of the ins and extension. No further complications were reported or anticipated with this event.